Manufacturer narrative:
Medical devices : other products used: terumo wire, sungwon yellow sheath, puncture needle, 018hair wire(cook). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a percutaneous biliary drainage procedure; there was no air pressure within the catheter and an air leak was found at the hub of a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. The device was removed and a like device was used to complete the procedure. As reported, the patient did not experience any adverse effects.

Manufacturer narrative:
Additional information: procedural videos were provided by the customer, demonstrating device leakage. Investigation - evaluation a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a functional test, dimensional verification, visual inspection of the returned device and an inspection of unused product was conducted during the investigation. The customer returned one partial locked 8.5fr mac-loc catheter in used condition. Biomatter was present on the device with no other surface damage noted. The device consisted of the mac-loc hub, connector cap and approximately 4.5cm of catheter tubing ending with a separation. A leak test was conducted and confirmed the presence of a leak between the catheter tubing and connector cap. Tug and twist tests revealed that the proximal assembly was secure, however catheter tubing was noted to be able to freely rotate within the cap, indicating that the flare was not fully secured. Upon removing the connector cap, the suture string was found bunched in the threads. The flare appeared lopsided and shallow, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Dimensional analysis confirmed all components had been manufactured within the correct specifications and tolerances. Physical inspection noted that there were more adapter threads showing on the mac-loc hub than what is stated within the specifications, indicating the presence of nonconforming product. An unopened device from the same lot was returned for investigation. A leak test was conducted and confirmed the presence of a leak between the mac-loc hub and connector cap. Tug and twist test revealed that the proximal assembly was secure. Upon removal of the connector cap, the suture string was found to be wound in the threads. The flare appeared lopsided with a lip, but due to the compression of the flare within the cap and the potential for damage upon removal, it cannot be determined if the flare was manufactured to specifications. Dimensional analysis and physical inspection confirmed the device had been manufactured within the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. The proper procedures were in place to identify and prevent this failure mode prior to device distribution. The instructions for use (IFU) instructs the user to inspect the product prior to use to ensure that no damage has occurred. A review of the device history record revealed nonconformances within the main lot for out of round and punched through side ports, as well as for foreign matter. Nonconformances were identified within the catheter tubing subassembly for injection molding, embedded foreign matter, rough surface and uneven spacing between struts. All affected devices were either re-worked or scrapped out prior to release. No nonconformances were found within the mac-loc subassembly. It should be noted that there were no other complaints reported for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive cause could not be established. It is possible that the root cause could be manufacturing related. Potential factors that could contribute to the cause have been identified as suture presence within the threads of the cap and adapter assembly that interfere with the seal during torqueing, inconsistencies in flaring and the silicone insert being punctured due to improper threading but these factors could not be confirmed. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.